Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The international customer reported a problem when they were booting up the device. There was no patient harm.